Event description:
It was reported that the device was explanted after an implant duration of approximately 123.7 months, due to unknown reasons. No further details were provided.

Event description:
Surgeon reported that the equipment was not responding. He said the indicator light appeared to be working correctly but it would not respond. Unit was replaced with another similar one and surgery proceeded after short delay.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.